Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site. The fse assisted the customer with troubleshooting over the telephone and advised the customer to change the diluent filters and rerun the startup procedure. The customer followed the fse's instructions and confirmed that there was no leak from the probe after the startup process finished. The customer then reran the controls and all parameters were within the expected ranges. Replacement of the diluent filters resolved the leak and the low white blood cell (wbc) recovery on the cell controls. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act series analyzer following startup and the instrument recovered low cell control values on the white blood cell (wbc) parameter. The customer indicated that approximately three to four drops of fluid dripped from the probe and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.